Event description:
It was reported that when a hmo71000 was in use for emergency abdominal aortic aneurysmal surgery, the temperature would not increase during re-warming. The customer thought there was a clog in the hmo71000 device so it was replaced with a competitor device. No patient injury was reported. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). Maquet (B)(4) provides product failure investigation, analysis and corrective actions for the device described in this report. A supplemental medwatch will be submitted if add'l info becomes available.